Event description:
We are seeing a problem with the pump batteries at our facility (>100 devices all approximately one year old). The pump reads e321 error code - battery is not fully recharging. Root cause of this issue is a degraded battery according to the manufacturer. We have been in contact with the manufacturer, who is aware of the problem and plans to begin addressing the battery charging issue in the next fiscal quarter of the year. We are concerned about the delay in addressing this problem. This type of event can cause a delay in infusion therapy to the patient, especially when the error code and alarm occurs during an infusion. We have not had patient harm as a result of this event. Devices have been plugged into a wall outlet for 24+ hours will not hold a charge. When the device is unplugged, it lasts a very short time before the error code is received, sometimes less than 30 minutes. Staff must then turn the device on/off and remove it from service for at least 8 or more hours. The device cannot remain plugged in at all times, such as when a patient is being transported within the facility or is ambulating in the hallway/patient room. The batteries are designed to hold a charge for approximately 4 hours. The staff in the biomedical department have been able to duplicate this problem. There is no visual sign that the batteries are corroded, damaged, loose fitting, or in any other way defective. What was the original intended procedure?na.